Event description:
It was reported that during a lead revision procedure, the new lead was not able to be secured into the device header because the setscrew was damaged. A new device was provided to complete the procedure. No adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The seal plugs were intact and the setscrews moved freely. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a lead revision procedure, the new lead was not able to be secured into the device header because the setscrew was damaged. A new device was provided to complete the procedure. No adverse patient effects were reported. The explanted device was expected to be returned for analysis.